Event description:
The customer reported that the system's slot and iris collimator needed to be adjusted. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The bulb was replaced and the collimator was calibrated. The sys was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.